Event description:
The customer reported error E315, involving an Olympus Bronchofibervideoscope. The issue was found during service/maintenance. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.